Event description:
The customer reported her blood glucose reached 16.1 mmol/l (290 mg/dl) less than 48 hours after the pod was activated and she noticed the cannula was out of her skin.

Manufacturer narrative:
The product was not returned for evaluation. The customer reported that the cannula dislodged from the infusion site, a condition which could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.